Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage on the system controller was confirmed via the submitted photo. A review of the submitted controller event log file spanned approximately 3 days (14oct2025 ¿ 15oct2025 and 20oct2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that there was damage noted on the power cable and the controller was consequently exchanged. There were no alarms associated with the event. The submitted photo showed superficial damage to the outer jacket of a power cable exposing the shield. It is unknown how this damage occurred. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was given a new system controller due to damage noted to the power cable.